Event description:
It was reported that the 8015 had channel error. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of 'channel error' is most likely caused by software firmware incompatibility of the logic board. Tech support required to keep v9.12 main processor with 8015 device, that was sent out for third party repair version was upgrading to v12.1.3. The biomedical engineering department will work with third-party repair vendor to correct the right version of 8015 device. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.